Event description:
Caller reported a cgm error, specifically error 42. Blood glucose level was not adversely impacted. The customer performed a pump reset with guidance from technical support, and the cgm error did not reappear, allowing the caller to successfully start their sensor session.